Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2017-10359, 1221934-2017-10360.

Event description:
The affiliate reported via email during an acl procedure, the tip of the 1st screw broke after placement in the femur. The screw and the broken part were retrieved. Loss of 10 minutes. A second screw of the same lot number was then used but was not properly placed by the surgeon. The screw found itself behind the knee, 25 minutes have been necessary to retrieve it. A third screw (lot l347172) was then placed but when removing the guide the screw was withdrawn because the nitinol guide was twisted. The screw showed signs of microbreaks at its screw thread. A fourth screw (lot l374395) was used to complete the procedure without difficulty. The procedure was delayed just under 1 hour. No patient consequences reported. Additional information received via email from the affiliate on 6-21-17 the insertion was quite in the good axis and guiding by the nitinol guidewire. The type of bone quality the patient had was normal.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The three devices were received and evaluated. There were two devices in one package and one in the second package. It cannot be determined which device came from which lot. On the first anchor, it is broken near its distal end confirming this complaint. Visual observation under magnification of the broken anchor indicates the external geometry of the screw was not damaged as the threads did not strip during insertion. It was reported the screw broke while tapping. It is a possibility the tapping was off angle or excessive force was used while tapping causing the screw to break. Other than this possibility, we cannot discern a root cause for this failure. On the second anchor, visual observation under magnification of the broken anchor indicates that the tip is broken and the external geometry of the screw shows signs of damage confirming this complaint. There are nicks in the threads that could be caused during insertion. It is a possibility the tapping was off angle or excessive force was used while tapping causing the screw to break. Other than this possibility, we cannot discern a root cause for this failure. On the third anchor, visual observation under magnification of the reveals that the anchor is not broken and the tip is intact. The external geometry of the screw shows signs of damage confirming this complaint. There are nicks in the threads that could be caused during insertion. It is a possibility the tapping was off angle or excessive force was used while tapping causing the nicks in the threads. Other than this possibility, we cannot discern a root cause for this failure. For lot # l347172. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of 599 devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. For lot # l374395. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one other dis-similar complaint for this lot of 600 devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2017-10359, 1221934-2017-10360, 1221934-2017-10361.